Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three (3) photographs were provided for evaluation. The photos were visually evaluated, and it was observed that one of the three photographs distinctly displayed a small crack. This crack was circled in black marker for clarity and was located at the filter housing of the venous line tubing. Based on the evaluation reports, the reported defect was confirmed. Although the defect was confirmed, the exact root cause was not able to be determined at this time. A one year historical review was performed against the reported item number and it should be noted that no other instances of this nature have been reported. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: the original initial MDR for this case was inadvertently submitted via the "test" account of the FDA electronic submission gateway (esg) webtrader. As the original submission was not submitted through the "production" account of the FDA esg webtrader, a new initial MDR submission is required per zoom call with sameer phanase of the FDA esg help desk.

Event description:
As reported, kink located at the junction of the arterial and saline line caused repeated -arterial pressures during priming. Once primed there was saline coming out of the middle of the venous chamber where there appeared to be a crack.